Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the system was in clinical use for a coronary planned treatment/non-emergency treatment at the time of reported event. The procedure was completed as planned. The issue was identified after the completion of the procedure. A philips field service engineer (fse) inspected the system on-site and confirmed the reported event. Analysis of log file identified image store issues, which confirmed the reported issue. Onsite analysis identified that the issue was related to disc bay and no access to image disc. The x-ray pc was replaced, and software was installed to resolve the issue. The defective x-ray pc was returned to philips for further analysis. The analysis confirmed the malfunction of x-ray pc and identified physical damage to hard disk drive (hdd) bay and 2 solid state drive (ssd). Following the replacement of the x-ray pc, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the issue was identified in the system after the completion of the procedure, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system gave an error of image memory not available. The patient was moved to another room to complete the procedure. There was no reported patient or user harm. A philips field service engineer (fse) replaced the x-ray pc and returned the system to use in good working order. Philips has started an investigation of this complaint.